Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device delivered additional inappropriate anti-tachycardia pacing (atp) due to rapid ventricular response (rvr). The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, several rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock.